Event description:
Consumer wore for 3 hrs on lower back and on removal noted redness, tenderness and blisters. Saw dr who instructed her to use neosporin on area. After 2 weeks, saw family dr who diagnosed second degree burn with some infection. She was given antibiotics and topical cream and advised to return in week if there was no improvement. Medical info and records have been requested but not rec'd.